Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The four additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when the plunger was removed from both devices, no sutures were present. Two new proglide devices were attempted, but the same issue occurred again with both devices. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the procedure was completed. Hemostasis was achieved with the two pre-placed sutures and a non-abbott closure device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.